Event description:
During a check-out procedure at the manufacturer's service center, the device failed a test step during testing. There was no harm or injury reported. The device's machine flow sensor and 3-way solenoid valve needs to be replaced to address the issue. There was an evidence of dust and dirt contamination.